Event description:
The customer reported that the insulin pump had an error alarm during manual prime. The customer's blood glucose reading was 129mg/dl. The customer also stated that the insulin pump was not responding to button presses. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive as a result of the keypad connector being unlocked. The insulin pump also alarmed an error during the prime test due to a loose drive support disk.